Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap extended life pd transfer set was separated between the female connector and the main body. This was described as "a patient was clamping their transfer set and the light blue part and dark blue part separated from each other¿. This was noticed during use for peritoneal dialysis therapy. As a result, the nurse replaced the transfer set with a new one. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted the female connector separated from the main body. The reported condition was verified. The cause of the condition is related to inadequate solvent application during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.